Manufacturer narrative:
(B)(4).

Event description:
The pt's pump was replaced. The next day, the pt was in the ICU with withdrawals. The device system was used to deliver baclofen 1000 mcg/ml. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.